Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet, with a high glucose alert active and a maximum blood glucose of 585 mg/dl; the user was using a cd 23-inch 6 mm infusion set, performed a full supply change with a site relocation, and administered subcutaneous insulin by pen as back-up therapy, after which glucose levels began to decline. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis; ketone testing was positive at a small level and the user followed the ketone action plan. Outcomes included no hospitalization and no professional medical intervention, with caregiver assistance provided. Investigation included troubleshooting and education, including confirmation of high glucose alerts over 90 minutes and guidance to change the infusion set and site. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction and resolution following supply and site change with correction insulin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.